Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02287. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed increased pain around her driveline site one week before admission on (B)(6) 2017 with redness and light green and white drainage. The patient had to change her dressing 3 times per day due to increased drainage. The pain slowly spread, extending several inches around the site. The patient denies any fever. The patient said that she changed the dressings as instructed. However the patient's husband claims that the patient changed the dressings too often, flapped the bandages on and off to allow air in, and did not use the silver pads as instructed. The patient was admitted for intravenous (IV) antibiotics on (B)(6) 2017. A computed tomography (CT) scan of the abdomen and pelvis without IV contrast showed subcutaneous fat stranding adjacent to the left ventricular assist device (lvad) driveline entry site with focal thickening of the subjacent right rectus abdominus muscle. These findings were compatible with driveline infection. No fluid was apparent. There were no signs of sepsis or trauma to the driveline. It was later reported that the admission for infection was from (B)(6) 2017 to (B)(6) 2017. The source of the infection was staph aureus. The patient developed pseudomonas on (B)(6) 2017. The patient was on cipro and keflex chronically then switched to IV ceftazidime for 6 weeks for pseudomonas, now is chronically on antibiotic minocycline.